Event description:
It was reported that the patient experience muscle stimulation six weeks after right atrial lead re-position. During the replacement procedure, there was brown liquid coming out the lead. The lead and the implantable cardioverter defibrillator was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The device was tested on bench and no anomalies were found.